Manufacturer narrative:
UDI: (B)(4). The skyline variable 12mm self-drilling screw (product code: 1868-50-012, lot number: unknown) was only partially returned. A slim section of metal was returned. This section appears to be part of the screw¿s thread, which was torn from the side of the screw¿s shank. This may have happened if the screw was inserted into the plate at an extreme angle or off-center. If not inserted through the plate correctly, the thread of the screw may have come into contact with the plate during tightening, causing forces that could potentially tear the thread of the screw off of its shank. A review of the device history record (DHR) could not be performed on the skyline variable 12mm self-drilling screw (product code: 1868-50-012, lot number: unknown) as no lot number was provided. Only a small sliver of the screw could be returned. Therefore, no lot number could be taken directly from the returned sample. Without the lot number, no review of its manufacturing records could be completed. The root cause of the screw thread being torn from the screw cannot be determined from the samples and the information provided. A potential root cause may be inserting the screw at an extreme angle or off-center, resulting in the thread coming in contact with the plate during tightening, resulting in the torque tearing the thread from the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A very small fragment thinner than a human hair and approximately 4mm in length appeared to shave itself from the construct (skyline screw). The surgeon removed the shaving and passed it off the field